Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had difficult plunger movement. The following information was provided by the initial reporter: "it has been noticed that the most part of syringes from this batch ate getting locked, something like lack of lubrication, which requires too much effort from the pumps and leads to problems."

Manufacturer narrative:
Investigation summary. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported bd plastipak¿ luer-lok¿ syringe had difficult plunger movement. The following information was provided by the initial reporter: "it has been noticed that the most part of syringes from this batch ate getting locked, something like lack of lubrication, which requires too much effort from the pumps and leads to problems.".